Event description:
It was reported that during a vinci-assisted nephrectomy surgical procedure, the intuitive representative reported technical support engineer (tse) on a 3-way call that something was wrong with the arms. The customer stated that arm 3 wasn't moving and the instruments on arm 4 weren't opening and closing. The customer stated the tried multiple instruments and the jaws on the instruments on arm 4 weren't opening. The tse viewed system logs and didn't see any related errors in the logs, but did see a mid-procedure restart. The customer started they weren't getting any errors on the system. The customer stated the case was completed now and they didn't have any instrument installed on the arms at that time. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported was confirmed and replicated, confirming the fault occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the motor was triggered indicating fault on the axis 6, replicating the reported event. The mtm2 was then installed onto a pft where gravity cal: nominal was found to be failing on the axis 6. Once testing was completed, the axis 6 motor was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the axis 6 motor was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the mtm.